Event description:
It was reported that during the implant attempt of the implantable cardioverter defibrillator (ICD), there was no output. The physician considered the device to be malfunctioning and requested a replacement device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged.